Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a drain complication alarm during treatment. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the next days treatment. Upon follow up, the pdrn stated the patient is currently being trained to perform stat drains, as well as manual peritoneal dialysis therapy if needed. The fluid leak occurred in the last drain. Supplies were connected correctly. Stated that the patient was prescribed prophylactic antibiotics, vanco 2gms and cefepime 2gms mixed in 1.8l 1.5% solution given ip to dwell overnight. Confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to complete treatment on the day of the event with a manual drain bag in the final drain.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient discovered a fluid leak on the inside of the cassette door of their cycler after ending their pd treatment. The patient reported receiving a drain complication alarm during treatment. Fluid was discovered in the pump module area and on the external of the cassette. The cause of the leak is unknown. The patient was advised to discontinue the use of their cycler for the next days treatment. Upon follow up, the pdrn stated the patient is currently being trained to perform stat drains, as well as manual peritoneal dialysis therapy if needed. The fluid leak occurred in the last drain. Supplies were connected correctly. Stated that the patient was prescribed prophylactic antibiotics, vanco 2gms and cefepime 2gms mixed in 1.8l 1.5% solution given ip to dwell overnight. Confirmed that despite the prophylactic antibiotics, there were no symptoms, adverse events, or injuries requiring medical intervention required as a result of the reported event. The patient was able to complete treatment on the day of the event with a manual drain bag in the final drain.